Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6: medical device problem code. Evaluation results: the device was returned to zoll united kingdom for evaluation. The customer reports were observed during review of the device data logs. However, the device was put through extensive testing including all functional testing without duplicating the report. An internal inspection of the device found no discrepancies. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG disabled" and critical error "0808" was observed in the error log. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib disabled" and a critical error 11 was observed in the error log. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.